Event description:
In this event it has been reported that reciproc blue files 6x files broke during use. Broken part remained in root canal. Tooth will be filled in with broken part at next appointment. Update is expected to confirm this.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: 47 reciproc blue files r25 8/100 25mm were returned (one file in loose + 46 unused files). The file in loose is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review. Unused files were evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production vdw batch #377453 is conforming (representative sampling). No fault found, production meets specifications. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).